Event description:
Complainant alleged that during incoming inspection the device inappropriately shut down. The complainant indicated that there was no patient involvement in the reported malfunction.